Event description:
Complainant alleged that while attempting to resuscitate a pt (age unknown) the device displayed "poor pad contact" and would not display a heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.